Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient no longer felt stimulation. The last time the patient recharged her ins was about four weeks prior to (B)(6) 2016. It was noted that the recharger screen was completely blank. No out of box failure was reported. The desktop charger had a loose connector pin. The desktop charger was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.